Event description:
It was reported that the surgeons at the site noted differences in the coring knives used during recent implant surgeries. Scissors were used to finish cutting. There were other factors, such as ventricular condition or trabeculae, but the surgeons were concerned about dull knives. No specific device, patient, or event details could be provided by the customer.

Manufacturer narrative:
Section a: no specific patient details could be provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issues during the coring process could not be confirmed as no product was returned for evaluation and no images were provided for review. No specific device, patient, or event details could be provided by the customer. A corrective and preventative action was opened to further investigate issues related to the coring knife not being able to cut. The lot/serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.